Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via a remote merlin.net transmission with episodes of non-sustained rv oversensing. Review of the transmission revealed possible myopotential oversensing on the ventricular channel. Programming changes were recommended.